Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 module was replaced and returned for investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue. The o2 gas module was working as expected. Evaluation of the received device logs confirms the reported problem and there are several log post indicating a flow measurement error in the expiratory cassette. Our investigation has concluded that the o2 gas module is faultless. The most probable cause of the given failure in the pre-use check is an intermittent failure in the expiratory cassette. Since the expiratory cassette was not retuned for evaluation, the root cause of the reported failure could not be determined. The expiratory cassette is measuring the expiratory flow. If this fault happens during ventilation, it will not affect the delivered gas to the patient. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref.#: (B)(4).